Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a skyline screw backed out from a skyline hybrid three level plate by about 2 millimeters a few months post-op. The devices remain implanted as revision surgery has not been scheduled at this time. The following mfg. Medwatch reports are being filed for the skyline plate and screw: 1526439-2014-12241, 1526439-2014-12242.